Event description:
The physician who performed a 360 degree canaloplasty procedure using an omni device, reported that the catheter broke while attempting a 180 degree canaloplasty in the second hemisphere. The broken off part of the device was removed using a mst forceps.